Manufacturer narrative:
The returned lead had been cut through 11 cm distal of the is-1 connector pin. The fragment between the distal and the proximal fragment was not returned for analysis. The morphology of the cut surface indicates that the lead separation probably occurred in connection with the explantation. During the analysis of the lead fragments, fraying of the insulation was detected 47 cm proximal of the tip electrode, as well as fraying of the coating of the rope conductor to the ring electrode at just that site. This damage manifestation can with high probability be regarded as the cause for the clinical complaint. The analysis did not provide indications of a material defect or manufacturing error. Rather, the damage manifestation indicates significant mechanical stress during the operating time. The position and characteristics of the fraying lead to the assumption of a simultaneous occurrence of strong pressure of the lead onto the ICD housing and friction of the lead at the ICD housing. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. The deformations of the shock coil is probably a result of the explantation process. There were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - after an implantation time of about 15 months, oversensing with charging of the ICD (no shock deliveries) was reported. It was also reported that superficial damage to the silicone sheath of the lead was observed. No deterioration of the patient¿s state of health was reported. The lead was explanted.